Event description:
It was reported by the customer that the bd pyxis anesthesia es system drawers were not detected on bus and logged the user out of the station every hour during a procedure. The user had to log back into the device every hour during the surgery. No additional details about affected procedure and patient's condition were released. The customer was concerned that the malfunction could have occurred during labor and delivery or open-heart surgery. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-nov-2021 to 13- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue related to system firewall settings. Technical support specialist disabled the firewall on the system. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers were not detected on bus and logged the user out of the station every hour during a procedure. The user had to log back into the device every hour during the surgery. No additional details about affected procedure and patient's condition were released. The customer was concerned that the malfunction could have occurred during labor and delivery or open-heart surgery. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction is a known issue related to the device's firewall and firewall settings. The following knowledge articles were applied to resolve: 000012948 es - loss of communication on station due to nic power management setting 000014193 fstka - windows firewall causing "no devices found on bus" power management settings were updated, and the firewall was disabled. The system functioned as intended.